Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this pacemaker exhibited undersensing of atrial signals. Technical services (ts) was consulted to review stored arrythmia episodes, and upon review, confirmed the most recent episode was 1:1 and unlikely an arrythmia. However, ts reviewed a previous episode and determined that a premature atrial contraction caused the ventricle to blank an atrial signal and further noted desynchrony of the signals. No adverse patient effects were reported. This pacemaker remains in service.